Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that blood glucose was high. Customer declined troubleshoot for high blood glucose. Customer reported that insulin pump was trying to put a new battery in the pump and the pump would not accept the battery tried 5 different batteries got a warning message and then the pump died customer reports display is blank. Customer stated that the display was not blank less than 30 seconds. Customer stated that display is blank currently. Insert battery alarm displayed on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.